Manufacturer narrative:
The device received compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform basic occlusion test, occlusion, prime or compromised force sensor system, excessive no delivery test or verify motor error and no delivery alarms due to compromised force sensor system alarm. However, the device passed rewind test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was flush. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.